Event description:
Initial reporter indicated the patient had high lead impedance. The vns was programmed to zero output current and the patient was referred to see their surgeon. Revision surgery will be planned. The patient had no report of patient manipulation of lead prior to high impedance being attained. The patient's generator is implanted in the scapula region. X-ray review by manufacturer showed the electrodes appear to be inverted as the negative electrode is placed caudal and not cephalad as is usually seen. Due to this orientation, there is no strain relief bend present. No strain relief loop is present. Two tie-downs are present; however, they were not utilized per labeling as there is no strain relief ben or loop present. Normally, the first tie-down is placed laterally to the anchor tether and a tie-down is utilized to secure a strain relief loop in place. There appears to be no lead behind the generator. No acute angles or lead discontinuities were identified.

Manufacturer narrative:
Manufacturer review of x-rays of implanted device. X-rays reviewed by manufacturer no gross lead discontinuities seen, noted inverted electrodes, scapula placement of the generator and no strain relief loop or bend. Device failure is suspected, but did not cause or contribute to a death or serious injury.